Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported test strips were not returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specifications. The DHR (device history review) for the freestyle strips was reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the reported strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 338 mg/dl and 79 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 338 mg/dl and 79 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.